Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The file indicated the complaint lens was replaced with another model lens and power. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision and anisometropia. The iol was exchanged three months later for another lens model and power. In a follow up, a nurse reported the event resolved following the iol exchange procedure.